Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the instrument service history, a review of trending data, and a review of product labeling. Service documented there was no evidence of a fluid leak on the lls board, and the cause of the failure is unknown. The specific damage was not defined, and neither the board nor pictures of the board were available. The issue was resolved by replacement of the lls/pm bd with slope score feature (rohs). Review of instrument service history revealed no additional issues of smoke reported on the (B)(4) on or around the date of this complaint. No adverse trends were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer observed smoke from the card cage of the architect i2000sr. No injury was reported. No impact to patient management was reported.